Event description:
This unsolicited case from united states was received on 23-jan-2018 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had right leg bothered her from the hip down and this pain has persisted and other than the normal pain. Also device malfunction was identified for the reported lot number. The medical history included arthritis. No past drug, concomitant medication or concurrent condition was provided. The patient did not have any prosthetic devices. The patient had no allergies to avian products, and did not receive any other treatments. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for knee pain (batch/lot number: 7rsl021; expiry date: unknown) into the right knee. The physician provided the syringe,but she didn't pay attention to how it was given. He did not inject anything else in the knee at that time. She went home and rested the knee. She said she had the "gel" injection before without any problems and had not ever iced the knee afterwards. On an unknown date in 2017, after unknown latency, the patient did not have any problem with the knee, other than the normal pain and it took a couple of weeks for the knee to feel better. It had almost quit hurting by then. It was reported that the patient did not have any swelling, warmth, and commented that it hurt some until the shot took effect. On an unknown date in 2017, her right leg bothered her from the hip down and this pain had persisted. She had an appointment on (B)(6) 2017 at the physician's request due to the recall and he did an x-ray. It was reported that physician thought that her leg pain was from arthritis, which was part of her medical history. The pain was along the outside of the leg. She said her physician told her to let him know if the pain persisted, but thought it was arthritis. Corrective treatment: not reported for all the events. Outcome: recovering for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 27-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced right knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 23-jan-2018 from a patient. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had right leg bothered her from the hip down and this pain has persisted and other than the normal pain. Also device malfunction was identified for the reported lot number. The medical history included arthritis. No past drug, concomitant medication or concurrent condition was provided. The patient did not have any prosthetic devices. The patient had no allergies to avian products, and did not receive any other treatments. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for knee pain (batch/lot number: 7rsl021; expiry date: unknown) into the right knee. The physician provided the syringe,but she didn't pay attention to how it was given. He did not inject anything else in the knee at that time. She went home and rested the knee. She said she had the "gel" injection before without any problems and had not ever iced the knee afterwards. On an unknown date in 2017, after unknown latency, the patient did not have any problem with the knee, other than the normal pain and it took a couple of weeks for the knee to feel better. It had almost quit hurting by then. It was reported that the patient did not have any swelling, warmth, and commented that it hurt some until the shot took effect. On an unknown date in 2017, her right leg bothered her from the hip down and this pain had persisted. She had an appointment on (B)(6) 2017 at the physician's request due to the recall and he did an x-ray. It was reported that physician thought that her leg pain was from arthritis, which was part of her medical history. The pain was along the outside of the leg. She said her physician told her to let him know if the pain persisted, but thought it was arthritis. At the time of this report (on (B)(6) 2018), patient confirmed that pain in her leg was due to arthritis and had no problem with synvisc-one. Patient further added, that patient was fine and had no problem with injection. Corrective treatment: not reported for all the events outcome: recovering for all the events a product technical complaint was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction follow up information was received 06-feb-2018. Global ptc number was added. Additional information was received on 12-feb-2018 from patient. Clinical course updated and text amended. Pharmacovigilance comment: sanofi company comment dated 27-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced right knee pain. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.